Event description:
Caller ran blood glucose test on a pt and received a result of 421mg/dl on the device. They transported the pt to the hospital and the hospital device read 181mg/dl. Pt did not receive any treatment based on 421mg/dl reading. Quality controls were used and fell outside acceptable limits. Requested return od suspect device and replacement was sent.